Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 15-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving morphine (3 mg/ml at 0.1499 mg/day) via an implantable pump. It was reported that the patient had several discrepancies on expected reservoir volume and actual reservoir volume during consecutive refills. The physician elected for catheter revision, pump segment was replaced with 8784, was able to get good flow from catheter access port after replacement. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the event.